Event description:
The patient was reported to have an increase in seizures. The patient's father reported thinking the vns battery might be low due to the increased seizures. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.